Event description:
7fr d/l catheter, sub-q hole in catheter, extravasation, patient was receiving a vesicant for chemo through it at the time. Pain and burning at the site, removed catheter and found hole sub-q. Reported by oncology.